Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, after completing treatment of the lspv and lipv, the guidewire became immobile when attempting to move to the rpv. The physician believes tissue entrapment is unlikely because the catheter was repositioned into a more open space before pulling the guidewire. The issue is thought to have occurred between the guidewire and the valve inside the farawave device. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: when the catheter was first received at boston scientific's post market laboratory the catheter was visually inspected and it was noted the guidewire was still inside the catheter. Investigators were not able to remove the guidewire normally, so the catheter was dissected and it was observed that the guidewire was unraveled and dried blood and tissue was present inside the lumen. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of stuck guidewire was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event as the tissue likely was caught inside the catheter when the guidewire or catheter were manipulated while tissue was near the tip of the catheter or guidewire.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, after completing treatment of the lspv and lipv, the guidewire became immobile when attempting to move to the rpv. The physician believes tissue entrapment is unlikely because the catheter was repositioned into a more open space before pulling the guidewire. The issue is thought to have occurred between the guidewire and the valve inside the farawave device. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.